Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: (DHR) reviews will not be performed even when product/lot information is known. Per (B)(4), it has been determined that should related reports be identified a DHR review is not required.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had some metallosis and instability caused by weak abductors so the metal liner and the head were removed. They were replaced with a constrained liner and a new head. The original implant date was unknown. No loosening and surgical delay noted. Doi: unknown; dor: (B)(6) 2020; right side.